Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2019 with sensor glucose of below 40 mg/dl at the time of the incident. The customer did not take a meter reading. The low happened 7 hours after the customer's last bolus. The customer was at 274 mg/dl at the time of the call. The customer did not mention how they treated. The customer experienced did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer believes the pump over delivered. Troubleshooting was completed but did not resolve the issue. The customer was hospitalized for pancreatitis. The pump was exposed to a CT scan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted. Pump passed the delivery accuracy test at 0.08880 inches.